Event description:
The customer received a blood glucose reading on the contour next that was 40mg/dl higher than the hospital meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Customer was advised to return the strips for evaluation. New meter and strips were sent to the customer.